Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise resulting in pacing inhibition and dizziness was observed. The physician suspects the cause is emi and recommended the patient contact a certified electrician to investigate their house. No action was performed at this time. The patient was in stable condition.